Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on both the right ventricular and right atrial lead. During testing, oversensing could only be reproduced on the atrial lead. X-ray was performed and no visual anomalies were seen. The patient was asymptomatic and was doing fine. No intervention was reported.